Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, a removal tool attached to the implant was identified therefore inspection of a fractured screw inside implant could not be accomplished. This complaint refers to the specific device unknown biomet screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that restoring dentist broke screw inside. Surgical/medical intervention required for permanent damage: yes. Additional appointment required for implant. Symptoms as a result of the event: none reported.